Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Reference the following medwatches with patient identifiers for the following systems: (B)(6) - advantage system (B)(6) - aviva system.

Event description:
Customer obtained the following results on two systems within 10 minutes: 320 mg/dl (advantage), 158 mg/dl (aviva), and 214 mg/dl (advantage). No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.